Event description:
On (B)(6) 2011, this pt was implanted with two gore tag thoracic endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt had 3 cm of neck length, but the physician elected to implant the gore tag devices in 15 mm of aorta. Final angiography showed no evidence of endoleak. On (B)(6) 2011, follow-up imaging showed evidence of a distal type I endoleak associated with the tgt3710. It was reported no aneurysm enlargement was identified; however, disease progression was seen. On (B)(6) 2012, an additional procedure was performed to treat the distal type I endoleak. It was reported that the device did not extend far enough distally to cover the aneurysm, and this was causing the endoleak. Another 37 mm gore tag device was implanted for distal extension. Final imaging showed no evidence of endoleak, and the pt tolerated the procedure.